Event description:
It was reported that during the implant procedure, the right ventricular lead did not pace even after repositioning the lead. The lead was not used. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.